Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red itchy rash with some red bumps also garment is tight and wires pinch them causing sores. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a powder for the skin irritation follow up indicated that the skin irritation improved.